Manufacturer narrative:
Article citation: borg, elaine, et al. "Assessment of service provision in patients investigated for breast-implant associated seromas at leeds teaching hospitals - should more be done for seromas which are not suspicious for bia-alcl?" European journal of surgical oncology, vol. 47, issue no. 5, 01 may 2021, pp. E339-e340., https://doi.org/10.1016/j.ejso.2021.03.167. Adverse event problem: f2203 - imaging required. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "3 ... Were confirmed as bia-alcl by hmds".

Event description:
Through journal article "assessment of service provision in patients investigated for breast-implant associated seromas at leeds teaching hospitals - should more be done for seromas which are not suspicious for bia-alcl?" The following was reported "increased awareness of bia-alcl led to a rise in investigation of implant-associated breast swelling", "all patients ... Had fluid drained from around their implant under radiological guidance or at surgery", and "3 ... Were confirmed as bia-alcl by hmds". Unknown "imaging and cytology was conducted." "All bia-alcl cases had total en-bloc capsulectomy and remain disease free." Pathological markers confirming alcl have not been received. Manufacturer of devices is unknown. The device status and affected sides are unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3.

Event description:
Through journal article "assessment of service provision in patients investigated for breast-implant associated seromas at leeds teaching hospitals - should more be done for seromas which are not suspicious for bia-alcl?" The following was reported "increased awareness of bia-alcl led to a rise in investigation of implant-associated breast swelling", "all patients ... Had fluid drained from around their implant under radiological guidance or at surgery", and "3 ... Were confirmed as bia-alcl by hmds". Unknown "imaging and cytology was conducted." "All bia-alcl cases had total en-bloc capsulectomy and remain disease free." Pathological markers confirming alcl have not been received. Manufacturer of devices is unknown. The device status and affected sides are unknown.